Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 30s at its lowest) and carbohydrates were consumed to address bg. Customer did not know cause of low bg. As the events occurred in the past, tandem was unable to perform a pump system check to determine a possible cause of the low bg.